Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2022-00112 through 3012447612-2022-00119.

Event description:
It was reported that reported a revision surgery was completed to remove loose polaris ss pedicle (qty: (B)(4)) and iliac (qty: (B)(4)) screws. The associated levels were completely fused. This is report three of eight for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned and photos were not provided, so device evaluation could not be completed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient or operational factors. DHR review: DHR review unable to be performed as product information is not known. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that reported a revision surgery was completed to remove loose polaris ss pedicle (qty: 6) and iliac (qty: 2) screws. The associated levels were completely fused. This is report three of eight for this event.